Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.

Event description:
New information received notes that the patient weight was unknown.